Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer extend (vse) instrument wrist cable was defective and snapped. A fragment fell into the patient and was retrieved during the same procedure. The procedure was delayed greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details were available regarding the reported event.

Manufacturer narrative:
The vessel sealer extend instrument has not been received for failure analysis evaluation.